Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the physician placed an exchange wire in the patient and switched out the catheter with another rist catheter to resolve the catheter/hub break. The device had a crack on the proximal end so blood was leaking out of the side of the catheter. The actual cause was not determined. Two other rist catheters that were broken or kinked getting pulled out of the package were also noted. It was most likely the cause of the break in the catheter.

Event description:
It was reported that during a neurovascular procedure involving the catheter radial guide, several issues were observed. The hub broke off from the catheter where the white hub ends on the back table. Additionally, the device had a kink on the proximal end near the hub, and blood was noticed coming from the distal end of the device. The device was also cracked on the proximal end near the hub. Despite these issues, the procedure was completed safely without injury to the patient, and the catheter was removed as soon as possible. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the rist 071 catheter was returned for analysis within a shipping box and a plastic bio-pouch. ¿ damage location details: no damage was found with the rist 071 catheter hub. The rist 071 catheter body was found broken at the strain relief at ~3.7cm from the proximal end of the catheter hub; retained by the inner wire. The separated ends of the catheter exhibited plastic deformation (jagged edges), indicating the catheter likely separated due to tensile failure. The rist 071 catheter distal marker/tip was found damaged (ovalized). ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter kink/damage¿ and ¿hub cracked¿ reports could not be confirmed. However, the customer¿s ¿catheter separation/break¿ report was confirmed. Possible causes of ¿catheter separation/break¿ include advancing or retrieving the device against resistance, vasospasm, patient vessel tortuosity, entrapment in the vessel, or applying excessive force, thus exceeding the tensile strength of the tubing material. In addition, catheter damage can occur during packaging or while removing the catheter from the packaging. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.